Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 20808268, model/catalog description: linear st lead kit 70 cm. Additional information was received that the patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead revision procedure wherein the lead was repositioned and one lead was added.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead revision procedure wherein the lead was repositioned and one lead was added.